Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture. The right atrial (ra) lead also exhibited a fracture. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.